Event description:
A customer reported that their AED is flashing red and alerting a service code 2013 that could not be cleared with a manual self test.

Manufacturer narrative:
While the specific device was not returned for evaluation, testing of other aeds exhibiting the same issue revealed that the problem is related to internal resistors. These resistors, although still within the manufacturer's specifications, have slightly lower resistance values. Under load, their performance changes enough to cause the resistance to fall below the required 90 ohm threshold during the device's discharge impedance test. Due to the age of the device and the reported issue the customer was advised to remove the unit from service.